Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 (air in tubing) that occurred on the homechoice (hc) machine during drain 4 of 4. The patient was connected at the time of the alarm. There was nothing unusual noted about the supplies. The tsr had the caller cycle power to clear alarm. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction was identified. The cassette was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.